Event description:
It was reported that 3 syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel. This occurred in three pen needles. The above description was corrected as follows: the customer reported about needle/shield separation from the barrel. This occurred in three syringes."

Manufacturer narrative:
H6: investigation summary: customer returned two images of three syringes. The syringes feature 0.3ml graduation markings. All three syringes have had their needle shield and hub separated from the barrel. The hubs have become lodged inside the shields. There is no damage to either the connector at the distal tip of the barrel or their respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 9294643. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel. This occurred in three pen needles. (Corrected by (B)(4) on (B)(6) 2021 ) the above description was corrected as follows: the customer reported about needle/shield separation from the barrel. This occurred in three syringes."